Manufacturer narrative:
Correct address and country added.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The lot is unknown for this device. Our clinical/medical team concluded: without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to an insert disassociation from baseplate. Insert was exchanged to new one and baseplate was left in patient